Manufacturer narrative:
Batch review performed on 25 september 2019: lot 168798: (B)(4) items manufactured and released on 22-feb-2017. Expiration date: 2022-02-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved in this event: screws: mpact 01.32.6535 cancellous bone screw, flat head ø 6,5 l 45 (k103721) lot. 115666a, batch review performed on 25 september 2019: lot 115666a: (B)(4) items manufactured and released on 31-july-2017. Expiration date: 2022-07-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During screw implantation the first one went over the hole and the second one remained not totally screwed in the cup hole. The surgeon decided to remove the screws and to left the cup in place without screws. The surgery was completed successfully.